Manufacturer narrative:
The reported device was discarded by the user facility. Therefore, the cause of the reported event cannot be determined. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual states that to avoid patient injury, "keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage and do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage. The instruction manual has directions for emergency removal of the device when the clip does not detach. Furthermore, the instruction manual also contains preventive warnings and cautions regarding bleeding: clip performance for hemostasis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations and use this instrument in an environment equipped to accommodate open surgery. ".

Event description:
The manufacturer was informed that during the middle of a therapeutic esophagogastroduodenoscopy (egd) procedure, the clip was extended out of the sheath for the first time when the whole clip and spring reportedly came off in an open position and fell into the patient's stomach. The clip was not retrieved from the patient and the procedure was able to be completed using a different clip. Unexpected bleeding did not occur as a result of this event. There was no patient injury reported and the patient is doing fine.the scope and clips were inspected prior to use and no abnormalities were detected.